Manufacturer narrative:
Follow-up #1 date of submission 06/30/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed that the battery compartment was cracked in two areas. Unrelated to this issue, the bolus button cover was torn but the button was still responsive, and the pump casing was cracked between the keypad and the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2016.